Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed discrepancies in the right. Angle power extension cable insulation. The wires leading into the male side of the connector jack were separated with the jack barely attached. The state of the cable caused open circuit in the extension cable. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported sparking and exposed wires of the power extension cable. The patient electronic system was replaced and there were no adverse consequences reported by the patient.